Manufacturer narrative:
No sample has been returned for evaluation for the report of knife is blunt; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are two additional complaints associated with the lot for the reported issue. A sample was not returned and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One opened 2.2 db hp2 slit knife was received in a blister for the report of knife is blunt. The knife is seated point down into the petg of the blade protector tray. The returned sample was visually inspected and was found non-conforming with a missing tip and flash at the cutting edge. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are two additional complaints associated with the lot for the reported issue. The exact root cause could not be determined from the investigation performed. Possible root causes related to the manufacturing process of the knives have been identified. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the knife was blunt during a cataract with intraocular lens implant (iol) procedure. A new knife as used to complete the procedure. There was no patient harm.